Event description:
It was reported patient presented in clinic with multiple pacemaker-mediated tachycardia episodes. Device was reprogrammed and patient will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.